Manufacturer narrative:
Investigation: there were no diagnostic findings of the machine when checked. The terumo bct service engineer is awaiting device decontamination to do a full check out. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a patient undergoing plasma exchange using a spectra optia device in the covid 19 isolation ward passed away. Per the unit nurse, the patient expired due to low o2 saturation. Patient information is not available at this time. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information is provided in device evaluated by MFR . Investigation: a full preventive maintenance was performed on this device at the customer site. The customer had reported that the pause key was not functioning. The service representative was able to confirm the reported condition. The service replaced the lcd display, preventive maintenance was done and found the unit working satisfactorily. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.10. Investigation: there is no safety issue with the loss of the pause key function as the stop key is available for use should the procedure need to be suspended. The service technician performed a full-check out and completed preventive maintenance. The device was verified to be operating per manufacturer specifications. The lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. One year of service history was reviewed for this device with no issues related to the reported condition identified. The device serial number history report indicates no further related issues have been reported for this device. The customer declined to provide the run data file for analysis of the tpe procedure performed on the patient. Per cdc guidance: some patients with covid-19 will have severe disease requiring hospitalization for management. Inpatient management revolves around the supportive management of the most common complications of severe covid-19: pneumonia, hypoxemic respiratory failure/acute respiratory distress syndrome (ards), sepsis and septic shock, cardiomyopathy and arrhythmia, acute kidney injury, and complications from prolonged hospitalization, including secondary bacterial infections, thromboembolism, gastrointestinal bleeding, and critical illness polyneuropathy/myopathy. Https://www.cdc.gov/coronavirus/2019-ncov/hcp/clinical-guidance-management-patients.html per terumo bct medical review, the death was caused by the patient's underlying disease and not due the tpe procedure. Investigation is in process. A follow up report will be provided.

Event description:
Pursuant to EU data protection laws, the customer declined to provide any additional details surrounding the patient death, including: number of procedures performed, relevant run data file, complete patient information such as age, gender, medical history, relevant laboratory test results, and patient signs and symptoms.

Event description:
The customer declined to provide any additional details surrounding the patient death, including: number of procedures performed, relevant run data file, complete patient information such as age, gender, medical history, relevant laboratory test results, and patient signs and symptoms.

Manufacturer narrative:
The customer did not provide the initial reporter's first name. Root cause: based on the customer's statements, the two (2) patient deaths were caused by complications related to covid-19. Corrected investigation: european union general data protection regulation 2016/679 on the protection of individuals does not apply to this event as the reporting country is not part of the EU. Corrected statement has been provided in b.5.